Manufacturer narrative:
The cuff leak will cause the balloon to deflate during intubation. The interruption in therapy caused the patient to be re-intubated.

Event description:
A cuff leak was discovered. The patient was extubated and re-intubated.

Event description:
A cuff leak was discovered. The patient was extubated and re-intubated.

Manufacturer narrative:
The cuff leak will cause the balloon to deflate during intubation. The interruption in therapy caused the patient to be re-intubated the complaint of " a cuff leak was discovered " regarding part I-pfhv-70 was not confirmed. The root cause was not determined but could possibly be a result of manufacturing defect. A risk assessment was performed and the ultimate risk was determined to be low which does not require the initiation of a CAPA. There have been four other complaints regarding the same part and a similar issue within the 24 months preceding this reported event. A resolution letter was sent to the customer. Complaints will continue to be monitored for possible trends.